Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 05-mar-2020. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of multiple allergies ('allergies') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2016, the patient experienced multiple allergies (seriousness criteria medically significant and intervention required), fatigue ("persistent fatigue, total exhaustion to the point of no longer being able to perform normal everyday activities"), visual impairment ("vision problems"), balance disorder ("walking as if I were drunk even though I don't drink alcohol"), memory impairment ("memory problems"), burning sensation ("burning sensations in my left leg and throughout my body"), paralysis ("muscles completely paralysed"), fibromyalgia ("fibromyalgia"), anxiety ("anxiety"), depression ("depression"), palpitations ("palpitations") and insomnia ("insomnia"). The patient was treated with surgery (hysterectomy of the fallopian tubes and ovaries). Essure was removed on (B)(6) 2017. At the time of the report, the multiple allergies, fatigue and burning sensation had not resolved and the visual impairment, balance disorder, memory impairment, paralysis, fibromyalgia, anxiety, depression, palpitations and insomnia outcome was unknown. The reporter considered anxiety, balance disorder, burning sensation, depression, fatigue, fibromyalgia, insomnia, memory impairment, multiple allergies, palpitations, paralysis and visual impairment to be related to essure. The reporter commented: patient current status: allergies as well as burning which persist, however, the device was removed three years ago. She is currently on sick leave. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority on 05-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of hypersensitivity ('allergies') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2016, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), fatigue ("persistent fatigue, total exhaustion to the point of no longer being able to perform normal everyday activities"), visual impairment ("vision problems"), balance disorder ("walking as if I were drunk even though I don't drink alcohol"), memory impairment ("memory problems"), burning sensation ("burning sensations in my left leg and throughout my body"), paralysis ("muscles completely paralysed"), fibromyalgia ("fibromyalgia"), anxiety ("anxiety"), depression ("depression"), palpitations ("palpitations") and insomnia ("insomnia"). The patient was treated with surgery (hysterectomy of the fallopian tubes and ovaries). Essure was removed on (B)(6) 2017. At the time of the report, the hypersensitivity, fatigue and burning sensation had not resolved and the visual impairment, balance disorder, memory impairment, paralysis, fibromyalgia, anxiety, depression, palpitations and insomnia outcome was unknown. The reporter considered anxiety, balance disorder, burning sensation, depression, fatigue, fibromyalgia, hypersensitivity, insomnia, memory impairment, palpitations, paralysis and visual impairment to be related to essure. The reporter commented: patient current status: allergies as well as burning which persist, however, the device was removed three years ago. She is currently on sick leave. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.